Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed with sensor patch or sensor adhesive. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as ¿high temperature¿, swollenness, pain, and infection in the arm at the sensor site insertion. The customer was unable to self-treat and had contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent impairment associated with this event.